Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es drawer 4.1 and 4.2 fail to open, and the device is not detected on the bus. The customer rebooted the station but still issue persist. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 4.1 and 4.2 was failed to open, not detected on the bus. A field service engineer (fse) replaced the retractor band and reseated the row board cable in drawer 1.1. Fse replaced the cubie tray for row a and b in drawer 4.2 to resolve the issue. The system functioned as intended after the field service engineer repaired the device.